Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and discovered that the cable from the power controller distribution printed circuit board (pcb) was not connected to the backplane completely. The se reseated the cable to correct the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, during setup, the 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event.